Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery to re-position the device. Reportedly the implant housing migrated from its intended position. Further the electrode migrated out of cochlea and was re-inserted during revision surgery. The device remains implanted and in use. This is a final report.

Event description:
The position of housing was implanted too close to the ear so the user felt very uncomfortable wearing the external device. During the surgery it was realised that the user had a perforation of the tympanic membrane and the middle ear space was obliterated and closed off. Due to this the incision was made larger and it was hard to determine the exact placement of coil/stimulator portion of device. Therefore, a re-positioning surgery was performed on the (B)(6) 2023. Reportedly the device had shifted downward compared to its original position due to the pocket created at initial surgery being too large.

Event description:
The position of housing was implanted too close to the ear, so the user felt very uncomfortable wearing the external device. A re-positioning surgery took place on (B)(6), 2023. Reportedly the device had shifted downward compared to its original position due to the pocket created at initial surgery being too large. The coil/magnet was positioned higher on the skull. The user underwent a revision surgery on (B)(6), 2023 and the device was explanted. According to the device explantation report, scar tissue caused the electrode to be pulled out of the cochlea, and 8 electrode contacts were in the mastoid. The new device was positioned in the same location and was tied down.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a first revision surgery to re-position the device. Reportedly the implant housing migrated from its intended position. Furthermore, the electrode migrated out of cochlea and was re-inserted during revision surgery. The recipient was doing well after revision surgery, but then the user began having performance issues and imaging showed that the electrode array was out of cochlea again. The concerned device was explanted but has not been received for investigation yet. According to the device explant report, the electrode array's migration was likely related to clinical and surgical reasons, namely development of scar tissue caused the electrode to be pulled out of the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The position of housing was implanted too close to the ear so the user feels very uncomfortable wearing the external device. The surgeon thinks that the device has shifted. Therefore a surgery for re-positioning of the device housing was scheduled.